Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the x-port isp with groshong catheter products that are cleared in the us.

Event description:
This report summarizes one malfunction. The information reviewed indicated model 7707540j implantable port allegedly experienced an issue, but insufficient information was provided about the specific malfunction. The information was provided from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.